Event description:
I used fixodent from approximately 1990 - 2009. While I was using fixodent, I began experiencing numbness and tingling in my extremities. In 2002, I was diagnosed with neuropathy. Blood tests taken at the time showed that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture. Frequency: once daily. Route: oral. Dates of use: 1990 - 2009. Diagnosis or reason for use: denture adhesives cream. Event abated after use stopped or dose reduced: no.